Event description:
Additional information received reported that there was no damage observed to the pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open proximally and got stuck in the microcatheter. The patient was undergoing treatment for an unruptured aneurysms located in the middle cerebral artery (mca). The patient had two blister aneurysms with the largest possible neck. The max diameter and neck diameter of the first was 4.5mm and 4mm, and the max diameter and neck diameter of the second was 3mm and 2.5mm respectively. The patient's vessel tortuosity was severe. The landing zone was 3.5mm distal and 3.6mm proximal. Dual antiplatelet treatment was not administered. It was reported that in the stent was fixed in the delivery microcatheter and in the process of withdrawing the fixing lobes of the distal part of the stent, it remained open only by a quarter. Attempts were made to continue the installation, but the stent could not be removed from the microcatheter. The microcatheter and flow diverter were removed from the mca as a single unit. On the operating table outside the patient's body, an attempt was also made to remove the stent from the microcatheter by pulling it proximally into the microcatheter, but the stent could not be displaced either. It was possible to remove the stent from the microcatheter on the operating table outside the patient's body by sharp manual traction for the expanded distal part of the pipeline. The operation was completed by installing a different flow diverter using the same 0.027'' microcatheter. The proximal part of the pipeline had been positioned in a bend and less than 50% had been deployed when it failed to open. The doctor had used the push/pull technique to try to open the device. The pipeline had been resheathed and the pushwire had been rotated more than two times. No other steps were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure showed that the operation was successful. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a .027" microcatheter.